Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the green and blue cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported they received the l3-002 error code with the ex holster while performing the vacuum test. They changed probes and continued to receive the error code, the cutter would not advance. The case was completed using the core biopsy.